Event description:
It was reported that the surgeon broke the long arms of the mantis redux tulip, and then used the anti-torque wrench and the torque wrench for final tightening. Before the final tightening of the blocker, on l5 right side was out of the tulip. Surgeon used the anti-torque wrench with the torque wrench to tighten the blocker into the tulip. The blocker, which turned into the mantis redux screw when inserted, turned into the screw during final tightening. The blocker was turning in emptiness. The surgeon removed the blocker on l5 and put it aside, removed the blockers on l4 and s1, stem, and screw on l5 was isolated. He inserted another mantis redux screw, and then reinserted the rod, blockers and performed the final tightening.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned blocker was found to have damage from the hex tip of the torque wrench around the inner diameter of the blocker, evidence that the hex tip was not fully seated into the blocker. Manufacturing records were reviewed and no anomalies were found. Conclusion: therefore, the likely cause of the hex deformation of the blocker is related to the hex tip of the torque wrench not being fully seated into the blocker.

Event description:
It was reported that the surgeon broke the long arms of the mantis redux tulip, and then used the anti-torque wrench and the torque wrench for final tightening. Before the final tightening of the blocker, on l5 right side was out of the tulip. Surgeon used the anti-torque wrench with the torque wrench to tighten the blocker into the tulip. The blocker, which turned into the mantis redux screw when inserted, turned into the screw during final tightening. The blocker was turning in emptiness. The surgeon removed the blocker on l5 and put it aside, removed the blockers on l4 and s1, stem, and screw on l5 was isolated. He inserted another mantis redux screw, and then reinserted the rod, blockers and performed the final tightening.